Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. The following sections were corrected: a1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Head - review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Liner - part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately one day post-implantation, the patient underwent a hip revision due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 110031010 lot# 67377438 28mm i.d. 40mm o.d. Size d bearing. Cat# 574201020 lot# 3075976 femoral stem cementless collared standard offset 12/14 taper size 2. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.